Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to alleged metallosis and elevated cocr levels. It was noted during revision, the capsular tissues were black and black fluid was removed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date implanted - unknown. Event is being reported to FDA on one medwatch with the limited information provided. Should additional information be received regarding the event, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00088-1 & 00665).

Event description:
It was reported patient underwent total hip arthroplasty on unknown date. A subsequent revision procedure was performed on (B)(6) 2012 due to unknown reason. No further information has been provided to date.